Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in china that during an unknown surgery on (B)(6) 2022, it was observed that the anchor on the lupine loop rapide anchor w/orthocord device was deformed upon opening its package. Changed to another one to continue the surgery but the suture broke when tightened. Another like device was used to complete the surgery. There were no adverse consequences to the patient nor surgical delay reported. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatc, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the complaint devices are not being returned, therefore unavailable for a physical evaluation. However a photo was provided. Upon visual inspection of the photo, the anchor is shown without the long suture. A manufacturing record evaluation was performed for the finished device 9l05297 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection of the photo, this complaint can be confirmed. A possible root cause can be attributed to an excessive force applied to the suture when it was tightened. As per IFU; excessive tension may overload the anchor or suture. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.